Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter stopped working occurred. Data was evaluated and the allegation was not confirmed; however, a transmitter fatal error was found within the investigation window. The probable cause could not be determined as the reported allegation was not found. The reported event of transmitter stopped working is reportable based on the finding of transmitter fatal error. No injury or medical intervention was reported.